Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that the primary anchor was not returned with the device. The inner plug was still at the end of the device, but had cracked to the side, indicating bending of the anchor or force to one side. The plug was removed and it was found that the insertor tip was also bent. There was some debris on the plug and handle. Based on the condition of the product material found during visual inspection it was determined that additional material testing was not required. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the drawing found that the anchors must be visually inspected for embedded particulates, dust, and foreign contaminants. A certification of compliance or evidence of conformance to material and process specifications is required. The complaint was confirmed. Factors that could have contributed to the reported event include off-axis insertion, excessive force or torque during use, or improper preparation of the insertion site. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a repair of glenoid lip of shoulder joint, when the bioraptor anchor was being implanted it broke when it was implanted nearly half. The pieces were removed with tweezers and the procedure was completed with another smith and nephew bioraptor anchor. There was a delay of less than or equal to 30 min. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.